Event description:
It was reported that this device was electively explanted and replaced. The physician elected to follow the recommendation for the patient to have their device explanted and replaced early to avoid the risk of the device going into back up mode.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was successfully interrogated and completed a memory download. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, with no further information to indicate a product performance issue.

Event description:
It was reported that this device was electively explanted and replaced. The physician elected to follow the recommendation for the patient to have their device explanted and replaced early to avoid the risk of the device going into back up mode. This device was received for analysis.